Event description:
Caller states customer had low blood glucose symptoms with result of 154 mg/dl obtained on the advantage system. Customer's test strips were expired. Caller treated customer with 3 tbsp of jelly; low blood glucose symptoms improved 1 hour later. Requested return of suspect device and replacement was sent.

Event description:
Caller states customer had low blood glucose symptoms with result of 154 mg/dl obtained on the advantage system. Customer's test strips were expired. Caller treated customer with 3 tbsp of jelly; low blood glucose symptoms improved 1 hour later. Requested return of suspect device and replacement was sent.